Event description:
Customer complains blood leak immediately after starting treatment. The pt lost approx 239 ml of blood, as the blood in the extracorporeal circuit was not returned by clinical policy. No medical intervention necessary and treatment was continued on another machine without further problems.